Manufacturer narrative:
Implant date is listed as (B)(6) 2008, the only information that was provided was the device was implanted in 2008.

Event description:
It was reported that the patient experienced cuff fluid loss and pump malfunction that resulted in recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 4.5cm aus cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.